Event description:
Six pts with discrepant sodium results. Pt 1, initial result 127 mmol/l, repeat 136 mmol/l. Only pt 1 and 2 initial results were reported, they were not adversely affected. The field service rep determined an unstable sodium slope to be the cause. He replaced ise tubing, s1a and s2a syringes and s1 probe. Performance tests performed which were within specification.

Event description:
Six pts with discrepant sodium results. Pt 5, initial result 123 mmol/l, repeat 135 mmol. Only pt 1 and 2 initial results were reported, they were not adversely affected. The field service rep determined an unstable sodium slope to be the cause. He replaced ise tubing, s1a and s2a syringes and s1 probe. Performance tests performed which were within specification.

Event description:
Six pts with discrepant sodium results. Pt 6, initial result 126 mmol/l, repeat 133 mmol/l. Only pt 1 and 2 initial results were reported, they were not adversely affected. The field service rep determined an unstable sodium slope to be the cause. He replaced ise tubing, s1a and s2a syringes and s1 probe. Performance tests performed which were within specification.

Event description:
Six pts with discrepant sodium results. Pt 3, initial result 124 mmol/l, repeat 131 mmol/l. Only pt 1 and 2 initial results were reported, they were not adversely affected. The field service rep determined an unstable sodium slope to be the cause. He replaced ise tubing, s1a and s2a syringes and s1 probe. Performance tests performed which were within specification.

Event description:
Six pts with discrepant sodium results. Pt 2, initial result 127 mmol/l, repat 135 mmol/l. Only pt 1 and 2 initial results were reported, they were not adversely affected. The field service rep determined an unstable sodium slope to be the cause. He replaced ise tubing, s1a and s2a syringes and s1 probe. Performance tests performed which were within specification.

Event description:
Six pts with discrepant sodium results. Pt 4, female, initial result 122 mmol/l, repeat 135 mmol/l. Only pt 1 and 2 initial results were reported, they were not adversely affected. The field service rep determined an unstable sodium slope to be the cause. He replaced ise tubing, s1a and s2a syringes and s1 probe. Performance tests performed which were within specification.